Event description:
It was reported that during an arthroscopy the twinfix ultra's screw broke outside the patient. The procedure was completed with a surgical delay greater than 30 minutes, using a back up device. No further complications were reported. Patient status is good.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A visual inspection revealed the device is not in its original packaging. The insertion device and some suture material was returned without the anchor. The distal prongs of the insertion device are broken and there is debris on all returned items. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy the twinfix ultra's screw broke. The procedure was completed with a surgical delay greater than 30 minutes, using a back up device. No further complications were reported.